Event description:
Customer discovered that while performing pre use checks that the ventilator was over pressuring and activating the upper pressure limit alarm and was displaying error code "pft". The ventilator was sent to the biomed department to be evaluated. Nature of problem not currently known. No patient involvement.